Manufacturer narrative:
The reported event of a recorded morphology template egm when the trigger was turned off was confirmed. Based on the information provided, it was determined that an automatic template maintenance was initiated; thus, an egm was triggered. A potential template can be created even if the morphology discriminator is disabled. The device was performing as designed.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited electrogram anomaly; a morphology template electrogram was recorded on a device where the morphology template discriminator and consequently the episode trigger was turned off. No intervention was performed.